Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 18 day post-operative exam. The brief description from the account indicated the patient was sensitive to light. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.50 x -1.75 x 117, left eye pre-op 20/20 -.75 x -1.75 x 70.